Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion, and the balloon burst during inflation. The procedure was completed with another of the same device. No patient complications were reported, and the patient was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: nc emerge mr, us 2.50mmx15mm balloon catheter was returned for analysis. A visual and tactile inspection identified hypotube shaft was kinked at 61.3cm form the strain relief. A visual inspection of the outer and inner shaft polymer extrusion and tactile examination found bunching on the inner at 4.5cm proximal to the tip. A detailed microscopic examination of the balloon material identified a longitudinal balloon tear or rupture 6mm on the distal end of the balloon. Bunching was noted on the inner at 4.5cm proximal to the tip. No issues noted with bumper tip. Wire insertion testing was performed, and as a result of the damage to the inner wire lumen, it was not possible to pass a 0.014-inch size guidewire past the point of bunching in the inner shaft polymer extrusion. Leakage testing showed that the balloon could not be fully inflated due to the 6mm balloon tear or rupture on the distal end of the balloon. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion, and the balloon burst during inflation. The procedure was completed with another of the same device. No patient complications were reported, and the patient was good post-procedure.